Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. Wound dehiscence was observed and the patient was provided antibiotics. The patient's system was explanted on (B)(6) 2019. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received noted a temporary right ventricular lead and external pacemaker were used for support post system explant.